Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the previously implanted implantable pulse generator (ipg) exhibited premature battery depletion. The ipg was explanted and replaced with the current ipg. Currently the patient experienced a cardiac arrest. The current implantable pulse generator (ipg) exhibited pacing issue. The ipg was reprogrammed and will be explanted and replaced. No patient complications have been re ported as a result of this event.